Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the screwdriver got stuck in the header once the lead was screwed into the header. Physician was finally able to get the screwdriver loose with no apparent damage to header. The device was implanted and remains in use. No patient complications have been reported as a result of this event.